Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers 3006705815-2022-14114 and 1627487-2022-02566. It was reported that the patient was unable to set their ipg to MRI mode. It was found that the leads had high impedances. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the high impedance lead was explanted and replaced. The ipg had reached end of life and was also explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.